Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that 10-11 years ago, their then managing healthcare provider (hcp) referred them for their initial implant. The patient reported that 3 months after that, their hcp stated they did something wrong and they had to do the surgery over again. The patient reported that when they did the surgery over again, someone "pushed the wrong thing" and the last thing they remembered was someone saying "don't go to sleep." The patient continued that after that they woke up in the ICU. No patient symptoms were reported. No further patient complications have been reported as a result of this event.